Manufacturer narrative:
(B)(4).

Event description:
Information was reported by the healthcare professional (hcp) via the company representative regarding a patient receiving an unknown drug. The indication for use was non-malignant pain and other non-malignant pain. On (B)(6) 2015, there was a failed dye study. The hcp attempted a dye study under fluoroscopy but could not aspirate the catheter. The patient reported that the pump was not providing enough pain relief. It was noted that the patient and physician were deciding the next action steps and that no interventions had been scheduled at the time of the report. Further follow up was done to determine drug information, the patient's medical history, if any actions/interventions were taken, and the cause of the event.